Event description:
Device issue: none. Adverse event: dissection, requiring intervention. Time of adverse event: during the procedure. It was reported that during a proximal and mid left anterior descending (lad) artery stenting procedure, in a moderately calcified lesion, a dissection occurred at the distal end of the stent after stent placement. A second unplanned xience v stent was placed to treat the dissection. There was no adverse pt sequelae reported. There was no add'l info provided.

Manufacturer narrative:
(B) (4). (B) (4). Eval summary: the stent remains in the pt. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report. Dissection is a known adverse event as listed in the xience v instructions for use and no fault risk assessment matrix. Although a conclusive cause for the reported pt effect and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. All stent delivery systems are subjected to a 100% visual inspection. In addition, a quality control audit inspection is used to verify the product quality.